Event description:
On (B) (6) 2010, the patient reported she can see blood in the tubing of her insulin infusion set right at the tip of the needle. She inserted the headset the morning of (B) (6) 2010. She stated her infusion set has not gotten caught on anything. She was advised to change her headset which she successfully did. She said she has had elevated blood glucose readings of 480 mg/dl and in the 300's mg/dl. Her normal range is 125-230 mg/dl, but frequently has higher readings. Symptoms are blurred vision. She stated, she has not taken any boluses of insulin as she does not know how to calculate a bolus by herself. She was advised to talk with her healthcare professionals. On follow up with the patient the same day, she stated she is still having elevated blood glucose readings because she does not know how to calculate boluses. The infusion set was requested to be returned for evaluation.